Event description:
It was reported that the insulin pump alarmed motor error. The plunger did not move after motor error alarm. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed displacement test, basic occlusion test, and prime/compromised force sensor system test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.